Manufacturer narrative:
MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Physical damage was not observed. Primary audible background test found in pump event history log. Tests were unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced the main printed circuit board.

Event description:
It was reported that the device was showing base task timeout, watchdog failure, and primary alarm background test errors. No patient injury was reported.